Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the balloon would not inflate at all. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The procedure was completed with another device. The surgical time was not extended. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. The last known status of the patient is fine. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Evaluation post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a salpingectomy the balloon would not inflate. The insufflation syringe was received. The obturator was received. The trocar balloon appeared intact. The reflux valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked reflux valve. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the cracked reflux valve may occur from rough handling of the instrument during use or rough insertion of the syringe into the reflux valve. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. The file will be closed as handling rough. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Add'l info.